Event description:
Catheter was placed in pt by the physician without inciident. At the first dialysis session, there was an air leak detected on the red luer connection of the cathter, which would not allow the dialysis machine to function properly.

Manufacturer narrative:
The catheter was placed by the physician and flushed with heparin without incident. The luer leaked when the pt returned for dialysis. The instructions for use (IFU) warn that overtightening the connectors can cause cracking. Analysis and conclusions: there was no pt death nor injury associated with this complaint. The catheter was returned for eval. Upon receipt, the catheter was soaked in a cidex solution and then inspected by the processing services mgr who reported that no physical damage to the luer was visible and there were no other cracks on the blue luer or on the opposite side of the red luer. Destructive flow and tensile testing according to specifications, along with visual inspections were performed on this lot prior to distribution for sale. Spire will continue to monitor product complaints.